Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product was confirmed because it was reported that the customer reconnected the same final bag which became disconnected during therapy, which is a use error/poor aseptic technique. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This report addresses the issue of use error- reuse of supplies. A customer contacted global technical services (gts) regarding check lines and bags alarm that appeared on the home choice (hc) unit during dwell 5 of 5. The hp stated all bags were empty. The caller said the final bag became disconnected and leaked out all the fluid and the caller reconnected the bag( use error) . The technical services representative (tsr) had the caller end therapy. The caller will discard supplies and call their registered nurse (rn) for being connected when the bag was disconnected. The home patient (hp) will drain and fill with twin bag manuals. There was no serious injury or medical intervention reported. On (B)(4) 2012, baxter qs followed up with the home patient (hp). She stated she is not sure how the final bag became disconnected but thought it was a loose connection. The hp discarded the supplies and finished therapy with manuals. No sample/lot # is available. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained